Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. - no devices were received; therefore the condition of the components is unknown. - part and lot identification are necessary for review of device history records, neither were provided. - this device is used for treatment. - unable to perform a compatibility check based on the provided information. - unable to perform a complaint history review based on the provided information. - surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. - without the opportunity to examine the complaint product, root cause cannot be determined. -no corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. This article was written by gavin p. Hart, md, jeffrey s. Kneisl, md, bryan d. Springer, md, joshua c patt, md,madhav a. Karunakar, md.

Event description:
It has been reported via journal article, that one patient experienced deep vein thrombosis. A revision surgery was not required.